Event description:
Supplemental report is being submitted due to the completion of the investigation on 11-jan-2024.

Manufacturer narrative:
Device evaluation: the 1 x zebd-7-10 zimmon biliary stent set device of unknown lot number was involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. This file captures the use of an incorrect size wire guide used with replacement device which has been attributed to user error. This file is related to pr (B)(4) - pigtail of a stent got kinked. The device lab evaluation could not be completed as the device, or photographic evidence of the device, was not returned for evaluation. Manufacturing records review: prior to distribution all zebd-7-10 devices are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use /or label review: it should be noted that in the japanese packaging insert (c-es0202m18) states: ¿choose a wire guide with outer diameter 0.035 inch (0.89mm) for use with this product. The japanese packaging insert (c-es0202m18) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. There is evidence to suggest that the customer did not follow the packaging insert. Image review: an image was not returned for evaluation root cause analysis: a definitive root cause of user error that can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device. Confirmation of complaint: complaint is confirmed based on customer/or rep testimony. Summary of investigation: failure identified: user error: incorrect wire guide used with replacement device, confirmed quantity of 1 device, reported used. Investigation findings conclude a definitive root cause of user error that can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device. The complaint is confirmed based on customer/or rep testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Ercp was underwent with zebd-7-10. The pigtail of zebd-7-10 kinked (B)(4). The user used another same product (lot# unknown) (B)(4). No health hazard.